Event description:
Info received indicates, the bed has no head up function. There were no codes on the gci and the service required light was not on.

Manufacturer narrative:
The tech found the head up hydraulic valve was tuck, preventing the head section from rising. The tech replaced the head up valve to repair the bed.